Event description:
It was reported that post lv lead repositioning, the patient went into vf and received a shock. The device went into backup vvi mode and external therapy was delivered. The device was replaced. The patient was stable after the event and continues to be seen for normal follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device was found to be in backup mode with defibrillation therapy enabled (bdfo). Review of the device image indicated that the device entered backup vvi mode due to two resets occurring within a short period of time. The root cause of the resets could not be determined.